Manufacturer narrative:
Zimmer biomet (B)(4). Since the lot number and the catalog number are not available and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. No lot number provided.

Event description:
Doctor reports that the patient had an unknown zimmer abutment screw loosened.